Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 and mesh and monarc sling were implanted. The patient experienced multiple complications, including erosion, infection, worsened stress urinary incontinence, dyspareunia, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.